Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a ent the procise lw wand head broke .the device did not break into pieces or fragments inside the patient.the patient could not stop bleeding. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid lines. The electrode has been used and shows some lifting from the spacer but no breaks or fractures. The wand is bent from use. Product was out of the original packaging. No packaging returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.